Event description:
Event verbatim [preferred term] one was tumor rupture (grade 4) the day after bland gs-tae [tumour rupture], , narrative: this is a literature report for the following literature source(s): "efficacy of combined bland embolization and chemoembolization for huge (>=10 cm) hepatocellular carcinoma.", minimally invasive therapy and allied technologies, 2021; vol:30(4), pgs:221-228, doi:10.1080/13645706.2020.1725580. A patient (no qualifiers provided) received absorbable gelatin (absorbable gelatin) (batch/lot number: unknown) for hepatocellular carcinoma; epirubicin hcl (epirubicin hcl) (batch/lot number: unknown) at 20-60 mg for hepatocellular carcinoma; ethiodized oil (lipiodol) (batch/lot number: unknown) at 2-10 ml for hepatocellular carcinoma. Relevant medical history included: "hepatocellular carcinoma" (ongoing). The patient's concomitant medications were not reported. The following information was reported: tumour rupture (medically significant, life threatening), outcome "recovered", described as "one was tumor rupture (grade 4) the day after bland gs-tae". The patient underwent the following laboratory tests and procedures: alpha 1 foetoprotein: unknown results; blood bilirubin: unknown results; computerised tomogram: unknown results; imaging procedure: unknown results; platelet count: unknown results, notes: unit: /ml; ultrasound scan: unknown results. The action taken for absorbable gelatin, epirubicin hcl and ethiodized oil was unknown. Therapeutic measures were taken as a result of tumour rupture. The patient was successfully treated using interventional procedures. No follow-up attempts are possible. No further information is expected., comment: considering the plausible drug-event temporal association, a contributory role of the suspect products absorbable gelatin (absorbable gelatin) and epirubicin to the reported tumor rupture cannot be excluded. It was noted that "severe adverse events after bland transarterial embolization using gelatin sponge particles (bland gs-tae) were seen in two of 21 patients. The one with acute cholecystitis was treated by temporary gallbladder drainage. The other one was tumor rupture (grade 4) the day after bland gs-tae, and re-embolization was performed immediately". The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] one was tumor rupture (grade 4) the day after bland gs-tae [tumour rupture], narrative: this is a literature report from product quality group for the following literature source(s): "efficacy of combined bland embolization and chemoembolization for huge (>=10 cm) hepatocellular carcinoma.", minimally invasive therapy and allied technologies, 2021; vol:30(4), pgs:221-228, doi:10.1080/13645706.2020.1725580. A patient (no qualifiers provided) received absorbable gelatin (absorbable gelatin) (batch/lot number: unknown) for hepatocellular carcinoma; epirubicin hcl (epirubicin hcl) (batch/lot number: unknown) at 20-60 mg for hepatocellular carcinoma; ethiodized oil (lipiodol) (batch/lot number: unknown) at 2-10 ml for hepatocellular carcinoma. Relevant medical history included: "hepatocellular carcinoma" (ongoing). The patient's concomitant medications were not reported. The following information was reported: tumour rupture (medically significant, life threatening), outcome "recovered", described as "one was tumor rupture (grade 4) the day after bland gs-tae". The patient underwent the following laboratory tests and procedures: alpha 1 foetoprotein: unknown results; blood bilirubin: unknown results; computerised tomogram: unknown results; imaging procedure: unknown results; platelet count: unknown results, notes: unit: /ml; ultrasound scan: unknown results. The action taken for absorbable gelatin, epirubicin hcl and ethiodized oil was unknown. Therapeutic measures were taken as a result of tumour rupture. The patient was successfully treated using interventional procedures. No follow-up attempts are possible. No further information is expected. Follow-up (05feb2022): this is a follow-up report from product quality group providing reportability assessment. No follow-up attempts are possible. No further information is expected., comment: considering the plausible drug-event temporal association, a contributory role of the suspect products absorbable gelatin (absorbable gelatin) and epirubicin to the reported tumor rupture cannot be excluded. It was noted that "severe adverse events after bland transarterial embolization using gelatin sponge particles (bland gs-tae) were seen in two of 21 patients. The one with acute cholecystitis was treated by temporary gallbladder drainage. The other one was tumor rupture (grade 4) the day after bland gs-tae, and re-embolization was performed immediately". The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]. One was tumor rupture (grade 4) the day after bland gs-tae [tumour rupture], , narrative: this is a literature report from product quality group for the following literature source(s): "efficacy of combined bland embolization and chemoembolization for huge (>=10 cm) hepatocellular carcinoma.", minimally invasive therapy and allied technologies, 2021; vol:30(4), pgs:221-228, doi:10.1080/13645706.2020.1725580. A patient (no qualifiers provided) received absorbable gelatin (absorbable gelatin) (batch/lot number: unknown) for hepatocellular carcinoma; epirubicin hcl (epirubicin hcl) (batch/lot number: unknown) at 20-60 mg for hepatocellular carcinoma; ethiodized oil (lipiodol) (batch/lot number: unknown) at 2-10 ml for hepatocellular carcinoma. Relevant medical history included: "hepatocellular carcinoma" (ongoing). The patient's concomitant medications were not reported. The following information was reported: tumour rupture (medically significant, life threatening), outcome "recovered", described as "one was tumor rupture (grade 4) the day after bland gs-tae". The patient underwent the following laboratory tests and procedures: alpha 1 foetoprotein: unknown results; blood bilirubin: unknown results; computerised tomogram: unknown results; imaging procedure: unknown results; platelet count: unknown results, notes: unit: /ml; ultrasound scan: unknown results. The action taken for absorbable gelatin, epirubicin hcl and ethiodized oil was unknown. Therapeutic measures were taken as a result of tumour rupture. The patient was successfully treated using interventional procedures. Product quality group provided investigational results on [23feb2022] for [absorbable gelatin]: conclusion: the complaint for 'adverse event/serious/unknown' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Follow-up (05feb2022): this is a follow-up report from product quality group providing reportability assessment. No follow-up attempts are possible. No further information is expected. Follow-up (23feb2022): this is a follow-up report from product quality group providing investigation results., comment: considering the plausible drug-event temporal association, a contributory role of the suspect products absorbable gelatin (absorbable gelatin) and epirubicin to the reported tumor rupture cannot be excluded. It was noted that "severe adverse events after bland transarterial embolization using gelatin sponge particles (bland gs-tae) were seen in two of 21 patients. The one with acute cholecystitis was treated by temporary gallbladder drainage. The other one was tumor rupture (grade 4) the day after bland gs-tae, and re-embolization was performed immediately". The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.